Event description:
Boston scientific received info that a right atrial (ra) lead dislodgement occurred, based on evidence that the lead is sensing and also capturing the right ventricular (rv) activity when pacing in aai mode. Technical services (ts) was consulted and also noted that in vvi mode at 80 ppm, the rv is capturing normally. The sales rep (sr) will ask for a chest x-ray to verify lead location. To date, no adverse pt effects were reported. This lead remains in service. Boston scientific did not make the event date available.